Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11 corrected: d4 (lot number, expiration date). The reported event was confirmed through medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ extensive synovitis, likely bursitis, possible metallosis. ¿ scar tissue on external surface of the fascia lata, noted defect. ¿ resected scar tissue and synovitis. ¿ path report ¿ chronic inflammatory changes, no infection . A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty and was subsequently revised approximately 2 years and 11 months post-implantation due synovitis/metallosis, cup and head were well fixed, explanted and patient was converted to tha with competitor products. It was reported that no further information is available.